Manufacturer narrative:
Pc(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for resistance test to needle and the needles met the requirements. Per the condition of the representative sample, no needle breakage was found on the samples. The actual device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how long was the procedure prolonged? Was additional dissection indicated to remove the needle portion? Was the patient treatment altered in anyway due to the prolonged surgery time? What is the surgeon opinion of the cause/ contributing factors to the needle breakage? What is the current condition of the patient? Response summary: while repairing the patient's perineal laceration postpartum in standard fashion, the sh needle being used to repair the laceration broke off in the patient's vagina/perineum. A portion of the needle was still present within the needle driver - it broke at the shaft. The remainder of the needle was difficult to locate and despite extensive attempts by multiple providers we were unable to recover it with inspection and palpation alone. Therefore, the portable xray was called to the bedside. After more than an hour of exploration with bedside fluoroscopic guidance, we were able to retrieve the remained of the needle. It was noted to be fully intact and appeared continuous with the broken shaft left in the needle driver. Repeat xr afterwards confirmed no additional needle fragments or other radio-opaque foreign body. Patient likely did not sustain any clinically significant complication from this event. However, it extended the procedure time by several hours and resulted in significant discomfort for the patient. Pt. Was discharged to home within 48 hours of delivery.

Manufacturer narrative:
Product complaint # ==> (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure prolonged? Was additional dissection indicated to remove the needle portion? Was the patient treatment altered in anyway due to the prolonged surgery time? What is the surgeon opinion of the cause/ contributing factors to the needle breakage? What is the current condition of the patient?

Event description:
It was reported that a patient underwent labor and delivery procedure on (B)(6) 2018 and suture was used. The needle broke during closure of the perineal tissue. The surgeon could not locate the needle and a series of x-rays were performed to locate the needle. Additional dissection and unspecified extended procedure time were indicated. The patient required pharmacologic pain management and is reported as fine currently. Additional information has been requested.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.